Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 6mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at nominal pressure within 5 seconds. The device was removed without any problem using normal method and the procedure was completed with another of the same device. No patient complications reported and the patient was good after the procedure.